Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded it as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the tip of the product inserter fractured during use and was retained by the patient. The correct surgical technique was used, and the surgeon evaluated the situation and determined to leave the fractured tip inside the patient without intervention. No other impacts were reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.